Event description:
A vns pt indicated that she felt that her vns device was no longer working as she could no longer perceive normal stimulation or magnet stimulation. The pt added that she had been experiencing an increase in seizures and that she would be following up with her treating vns therapy physician for diagnostic testing. Follow up with the pt's treating vns therapy physician revealed that he had seen the pt for a follow up visit a day after the pt's report and that the pt had not mentioned experiencing any adverse events. Good faith attempts for additional info have been unsuccessful to date.